Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging emergency room treatment for a blood glucose of 31 mmol/l with nausea and extreme drowsiness related to an inaccurate delivery issue. Troubleshooting of the complaint confirmed that the time and date were set correctly and the basal history matched the active basal rates. The total daily dose history indicated a basal total inconsistent with the basal delivery history related to edits made to the basal program. Upon further review, it was determined that the pump did not appear to be calculating the bolus doses appropriately. This report is made based on the allegation that the patient was treated for hyperglycemia associated with a pump delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/07/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A test bolus was performed and confirmed that the pump bolus calculation matched the manually performed calculation. The pump was exercised for 24 hours at 1 unit per hour and confirmed that the delivery history correctly reflected 24 units delivered at the end of testing; no errors, alarms, or warnings occurred during testing. A delivery accuracy test was completed and confirmed the pump was delivering within specifications. Unrelated to the complaint, the display screen as noted to be dim and discolored with a reddish tint.